Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (was unable to complete essential performance testing) was confirmed.  Upon investigation, the monitor displayed a service code 110 (over voltage cleared no energy).  The cause for the failure was isolated to a shorted and burned c10 capacitor, as well as an open l1 component on the computer/analog pca. Additionally, there were multiple components damage on the c/a board and defibrillation pcb. The root cause for the shorted and burned c10 capacitor and open l1 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.